Manufacturer narrative:
Passed pump the rewind, basic occlusion, prime and system sensor and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error but is able to be rewound. Customer does not recall any significant events leading to the error. Customer's blood glucose was 342 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.